Event description:
Report from facility states that wheelchair-bound resident stood up, tried to step forward and tripped over wheelchair foot rest. He fell on his right side and broke his right arm. Tabs mobility monitor in use did not alarm.